Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump reset unexpectedly and subsequently the pump touch screen became unresponsive. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was approximately 120 mg/dl.